Manufacturer narrative:
Gehc surgery service personnel cleaned and regreased the hv cable and wells. Ran the system at various techniques to ensure the problem was resolved. Checked overall operation and verified the system performs as intended.

Event description:
Customer reported that the system is arcing.